Event description:
The pt had a lead revision after the initial implant. No additional details were provided. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.